Event description:
Patient implanted in 2000, in the upper vermilion border. Onset of infection 03/2000, exact date unknown. Pt treated with ancef 03/27/2000, 03/28/2000 and ceftin and ancef on 04/03/2000. Implant explanted in 2000.